Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and no external power alarms was confirmed via the log file review; however, the alarm was determined to be not related to the hm2 system controller, serial (B)(6). The reported event is addressed under MFR #2916596-2021-05216. There was no device allegation against the controller, and the controller was not returned for analysis. Per provided information, the patient was given new system controller and battery clips which were investigated under the listed investigations from above. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6 medical device problem code: correction. "2896 - communication or transmission problem" corrected to "3189 - no apparent adverse event". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced two no external power alarms while attached to batteries (with appropriate charge), one of which happened while in clinic. The patient was given a new controller and clips. Log file submitted captured long odd strings of power cable disconnects throughout the log and also a couple of low voltage hazard events on (B)(6) 2021 at 2130 and 1139. The low voltage hazard events appeared to be due to double power cable disconnects that were due to either a battery clip issue or possibly an issue with one of the power leads on the controller. Since both were exchanged that action resolved these events. No additional information provided. Related manufacturer report number MFR # 2916596-2021-05216.